Manufacturer narrative:
The customer returned the suspected contour meter (serial # (B)(4)). When investigated in-house, the meter turned on as expected. No anomalies were found in the customer service mode of the meter. An in-house testing was performed using in-house control solution and test strips. All readings were within specification and properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The model # was not provided. The customer indicated that her readings since two and half months from the date of call were missing. Therefore, event date was captured as (B)(6) 2019.

Event description:
The customer reported that since two and half months her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.